Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The failed battery test was unable to be verified due to blank display anomaly. There was no moisture damage found inside the insulin pump. The device was received with minor scratches on the display window.

Event description:
Customer reported via phone call blank display, failed battery test and damage on the insulin pump. Customer's blood glucose level was 83 mg/dl. Troubleshooting for failed battery was performed. Customer advised when they replaced the battery on the insulin pump the device would not turn back on. Customer was advised that the spring was damaged and came out. Customer advised they placed the spring back in and the insulin pump turned back on. Troubleshooting for blank display was performed. Customer advised they keep their insulin pump in their bra and it might get a little damp. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.